Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are there photos available for visual analysis? Procedure name?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was to be used. During the procedure, it was found that there was no local label (label in chinese) on the device. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 01/13/2022. H6: component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: are there photos available for visual analysis? All answers above are unobtainable. Once there is any update, we will update the information. Procedure name? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.